Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope image was suddenly interrupted and blacked out during an unspecified therapeutic procedure. The procedure was completed with the same device after the image was restored by unplugging and plugging it back in. There was no delay, patient injury, or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, h3, h4. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. However, during the device evaluation a difference reportable malfunction was observed; an e218 scope failure error occurred due to a malfunction in the imaging unit. Based on the results of the investigation, a definitive root cause could not be established for the image issues, however, the e218 problem was attributed to a known inherent risk of device associated with electrical component problem. It is likely the following led to the malfunction: image issues: it is presumed that this phenomenon occurred temporarily due to physical stress on the curved part and a malfunction of the imaging unit. E218 error: it is presumed that this phenomenon occurred due to physical stress on the curved section, causing the imaging section to malfunction. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: dangers, warnings, and cautions. 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.